Event description:
As reported, the color of the indicator window on a 6f exoseal vascular closure device (vcd) did not change even though the non-cordis sheath and exoseal vcd were pulled back completely. The exoseal vcd and non-cordis sheath were removed and manual compression was held for 20 minutes to achieve hemostasis. There were no reported injuries to the patient. This was during an interventional procedure in which a retrograde approach was used. Arterial access was obtained using 6f non-cordis introducer. The patient¿s bmi was less than 40 the physician achieved certification on the use of exoseal. One exoseal vcd was used. The exoseal vcd was prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including a 30-45-degree sheath insertion angle. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. The vascular sheath introducer retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The physician did not have the thumb placed on the plug deployment button during retraction. The physician pulled back the non-cordis sheath and exoseal vcd after the indicator wire deployed. The physician stared at the indicator window while pulling back after stopping the pulsatile flow however, the color did not change. The indicator window did not show any red color during retraction, and upon removal of the device from the patient, the indicator wire loop was deployed and visible. The device will be returned for evaluation.